Manufacturer narrative:
Device analysis indicated device failure.

Event description:
Per the clinic, the patient experienced poor sound quality, ongoing facial nerve stimulation and pain both with and without device-use. Hardware exchange, troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. The device was explanted under general anesthesia on (B)(6) 2025, and the patient was reimplanted with a new device during the same surgery.